Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted to the hospital with a diabetic ketoacidosis. The customer was throwing up and could not hold anything down. The paramedics were called and he went to the hospital on (B)(6) 2016. Customer's blood glucose level was over 500 mg/dl. The customer treated his high blood glucose level by bolusing with the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The call was disconnected. The device was not returned.